Manufacturer narrative:
A user facility medwatch report (B)(4) was received on 12/19/2022 reporting unidentified, black material noted in basins in pack. The sample was not returned to deroyal for evaluation. The root cause for this event was unable to be determined. There are areas which could have contributed to black material such as embedded contamination. Embedded contamination is degraded material that has broken loose and passed through with molten plastic into the molded part. Degrade occurs when plastic is sitting in a heated barrel for a prolonged period of time. No corrective actions were taken due to the sample not being returned for evaluation. Occasional black specks are a result of the normal injection-molding process of polyolefins and are unavoidable in relatively small quantities. As a preventive action in an effort to reduce the potential of embedded contamination, the injection-molding machine's screw is cleaned at least annually. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Unidentified, black material noted in basins in pack.